Manufacturer narrative:
Attempts are being made to retrieve the sample and additional information regarding the incident. Upon completion of the investigation, a supplemental report will be completed.

Event description:
The patients mother noticed blood at the insertion site, and found the catheter had separated.